Event description:
A nurse reported a footswitch failure during cataract surgery. There was a delay of approx 45 minutes while a different footswitch was brought in. The procedure was completed, and there was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and verified system message (sm) footswitch failure: eeprom read failure. The company rep replaced the footswitch and footswitch cable, and then verified footswitch operation. The service test procedure was not completed due to the scheduled surgery in progress. The following scheduled surgeries were completed without any issues. The footswitch and the footswitch cable were returned and a visual assessment of the returned samples revealed a kink in the cable, a cracked footswitch base, and a missing rear footswitch bumper. The footswitch was connected to a calibrated system. The system was powered on, and a sm, footswitch failure: eeprom read failure, was displayed. Add¿l testing was performed and a nonconforming component at location u2 and u1 were found. The complaint was confirmed. The footswitch cable was tested and passed all testing. A review of complaints for the last 24 months did not indicate any add¿l similar for this footswitch or system. The root cause was determined to be due to nonconforming components at location u2 and u1 on the footswitch printed circuit board (pcb). An internal investigation has been opened to address this issue. (B)(4).